Event description:
As reported by an edwards clinical safety officer, approximately 1 year and 8 months following implantation of a 29 mm sapien 3 ultra resilia valve in the mitral position within a sapien m3 valve system, the patient required rehospitalization. A transesophageal echocardiogram (tee) demonstrated moderate transprosthetic mitral regurgitation with a mean mitral gradient (mg) of 17 mmhg.

Manufacturer narrative:
The investigation is ongoing.